Event description:
The family members reported that the pt started experiencing intermittent percept, static and pain problems with the use of the device in 2002. Pt also experienced shock sensations when external device was turned on. The pt was seen at the imlpant center for device eval. Testing confirmed that device was no longer functioning. The decision was made to schedule revision surgery.